Event description:
On august 21, 2009, the lay user/pt contacted lifescan (lfs), alleging that her one touch ultra meter was displaying a battery indicator. The medical surveillance specialist (mss) spoke with the pt on september 14, 2009, and obtained the following info. The pt reported that the alleged issue began on the morning of two days after report. The pt confirmed that she manages her diabetes by taking 1000 mg of metformin daily. Despite not being able to test, the pt claimed she continued to take her usual dose of oral medication. A few days after the alleged issue began; the pt claimed she developed the symptoms of feeling both shaky and sweaty; however, on two separate occasions. The pt reported that one afternoon, after the alleged issue started, she began to feel shaky. In response to the symptom, she treated self with juice and felt better afterwards. The pt stated that she skipped her breakfast that morning and attributed the symptom to this action. On an unspecified date/time, after the issue began, the pt then reported that she felt sweaty; a symptoms she associated with a high glucose. In response to the symptom, the pt claimed she drank a lot of water. The pt denied testing on any other device. At the time of troubleshooting, the customer care advocate (cca) noted that the pt did not replace the subject meter's battery as recommended in the owner's booklet. Replacement products were sent to the pt. The complaint is being reported because, the pt claims she was unable to test her blood glucose due to the reported issue, and reportedly developed a symptom suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.